Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer had a clenz leak in the right side of the diluter while cycling. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the blue stripe tubing through pv43 was leaking. The tubing at the pinch valve was worn and had a hole in it. The fse replaced the tubing and verified the repairs were performed per the established procedures.

Manufacturer narrative:
(B)(4).